Manufacturer narrative:
The device was returned to olympus trading (B)(4) for evaluation. The evaluation of the device by (B)(4) confirmed the following: when the power of the device was on, an alarm went off and the light on the front panel was turned off. Defect of the connector was noted. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
During a gastroscopy, the main lamp of the device did not light. The user replaced the device to another device and completed the procedure. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Further evaluation of the device confirmed the followings; the manufacturing history (DHR) showed no irregularity. The reported event was not reproduced. The exact cause of the reported event could not be conclusively determined. Omsc assumed that the repoted event was caused by temporary accidental failure of led. If additional information becomes available, this report will be supplemented.